Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion was located in the diagonal artery. The physician had difficulty crossing the lesion with the taxus express2 3.0 x 8 mm drug eluting stent and when it was removed, it was noticed that the stent strut was flared. The procedure was completed with another taxus express2 stent. No pt complications occurred.